Event description:
It was reported that approximately one month post ventricular assist device (vad) implant, the patient presented with signs of hypokalemia and nausea, and the patient was treated with intravenous (IV) potassium therapies to improve symptoms and raise potassium lab levels. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient approximately one month post ventricular assist device (vad) implant, the patient presented with signs of hypokalemia and nausea. The patient was treated with intravenous (IV) potassium therapies to improve symptoms and raise potassium lab levels. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.